Event description:
Boston scientific received information that this left ventricular (lv) lead was suspected to be dislodged. Two weeks later, the patient returned and it was noted there was captur in the low right atrium with lv pacing. An x-ray noted that the lead had dislodged into the coronary sinus ostium. As a result, the lv lead was deactivated and the patient will be booked for a revision. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.